Event description:
According to the reporter, during a procedure, none of the clips were able to load properly into the jaws of the device. No clip was able to be fired. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.